Event description:
It was reported fault with a PICC line. It is split just below the white butterfly hub on the white lumen side. It was inserted (B)(6) 2023, with no issues until yesterday." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 5fr dl groshong nxt catheter. A gross visual inspection found that use residues were present throughout the unit. The unit was leak tested by flushing water through each of the lumens using a 12ml luer lok syringe. During testing, a leak was observed on the catheter tubing at the nose of the molded joint when flushing the white lumen. Microscopic inspection of the leak site found that a longitudinally aligned tear in the shape of an arc was present. The fracture surface was granular and the fracture edges rounded. Based on the tear shape and fracture surface, it is possible that the tear was caused by a burst. However, there is no sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported fault with a PICC line. It is split just below the white butterfly hub on the white lumen side. It was inserted (B)(6) 2023, with no issues until yesterday." No other information was provided.